Event description:
Nurse reported heart rates by monitor in the 40s bpm (beats per minute) as low as 46 bpm reason for check: dizziness. Nurse reported heart rates by monitor in the 40s bpm as low as 46 bpm. Reference report: mw5120649. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).